Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing with vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reported pain around his driveline site. Induration with slight redness and minimal drainage was noted around the driveline site. The patient was afebrile. A culture was positive for pseudomonas aeruginosa. The patient was treated with keflex for 7 days. The event reportedly resolved as of (B)(6) 2015.